Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report an inaccuracy in cgm readings during an extreme low. Cgm was reading in the 200's mg/dl (bg unknown) when patient experienced a hypoglycemic event and had got into a car accident. Patient was using cgm's readings to dose his insulin. Paramedics were called and patient's bg was measured at 26 mg/dl. Patient was still in the hospital at the time of call but was doing fine. Based on the lot number provided by the patient, patient used expired product. Dexcom has made several attempts to reach this patient regarding this matter but has received no response to all requests for further information.